Event description:
Information was received indicating that cadd legacy 1 pump failed the accuracy testing by -15.55%. There was no patient involved.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and check mu were performed. The customer's concern regarding error code "46876" was duplicated in the mu. According to the investigation, the error has only one instance in the ehl and considered transient which can be cleared safely. Investigator clear error code to correct the reported problem. The problem source of the reported problem is unknown.